Manufacturer narrative:
B-5: corrected to add "the lens was repositioned four times, but the problem was not resolved." Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a ticm120v4, -11.0/6.0/096 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2008. Lens rotation not associated to a low vault was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.